Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the cotton tip of the endo peanut unattached from the shaft during use in the procedure. Reason product not returned: hospital wants to keep the device for internal analysis. The device was used in the patient. There was patient involvement.